Manufacturer narrative:
(B)(4).

Event description:
This lead was revised one day post-implant due to a dislodgement. The lead remains actively implanted at this time and no adverse patient side effects were reported

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.